Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon did not pass functional testing with a pressure reading. The balloon passed visual, microscope, and leakage testing. The cuff was visual and microscopically examined and had wear at fold along the lateral edge. The cuff passed leakage testing. The pump passed functional, visual, microscope, and leakage testing.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The balloon had lost fluid, but it was unknown from where. The entire aus was explanted and replaced. There were no additional patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The balloon had lost fluid, but it was unknown from where. The entire aus was explanted and replaced. There were no additional patient complications.